Manufacturer narrative:
(B)(4). The pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to the missing retainer and broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported that they had high blood glucose. The customer stated that there were air bubbles in the tubing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.